Event description:
It was reported that the preloaded toric intraocular lens (iol) was bent prior to insertion. During the procedure, only the cartridge tip of the inserter made contact with the patient's eye. Daily activities were not significantly affected. There was no delay in procedure, incision enlargement, sutures, vitrectomy, or medication outside of the standard of care required. No patient injury was reported and the patient is fully recovered. The lens was discarded. No further information was provided.

Manufacturer narrative:
Section a5, a6: race, ethnicity is unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.